Event description:
A us distributor returned monitor sn (B)(4) indicating that it was unable to recognize a therapy electrode connection.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize a therapy electrode (te) connection) has been confirmed. As received, the monitor was unable to recognize a te connection. Upon investigation, the q12 and q17 transistors were shorted on the monitor defibrillator board resulting in a loss of the driven ground signal. The cause of the failure was the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.